Event description:
Patient reported that device's piston rod extended during prime, delivering 100 units of insulin. Patient switched to back-up pump. Patient's blood glucose was not affected, and no treatment was received as a result of this incident.